Event description:
It was reported that during an eviva biopsy procedure on (B)(6) 2025, the user experienced issues obtaining calcifications and observed a piece of what the user identified as "tubing" in the basket with the samples. The user reports that the initial set up and testing were okay; however, after completing the first round of samples, the basket was removed to retrieve the cores, and a piece of tubing was in the basket with the samples. Additionally, the user site reports that the tubing was removed, the cores were x-rayed, and no calcifications were present. Further the user reports that another round of samples were taken and still no calcifications were obtained. The user reports that the needle was switched to a 14g and all calcifications were collected in the first two samples. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva biopsy procedure on (B)(6) 2025, the user experienced issues obtaining calcifications and observed a piece of what the user identified as "tubing" in the basket with the samples. The user reports that the initial set up and testing were okay; however, after completing the first round of samples, the basket was removed to retrieve the cores, and a piece of tubing was in the basket with the samples. Additionally, the user site reports that the tubing was removed, the cores were x-rayed, and no calcifications were present. Further the user reports that another round of samples were taken and still no calcifications were obtained. The user reports that the needle was switched to a 14g and all calcifications were collected in the first two samples. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event the device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. However, a picture was sent as evidence of the damaged tubbing/sheath. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. No testing procedures could be performed because the device was not returned. Although the picture shows evidence of tubing/sheath damage, we cannot confirm which specific part it belongs to. The investigation involved a comprehensive review of device history records, IFU, complaint data, risk assessments, and testing results. Moreover, the customer indicated ¿did another round of samples and no calcs¿. According to section of ¿indications¿ of IFU, which indicates ¿the extent of removal of the imaged evidence of an abnormality does not predict the extent of histologic abnormality;¿ failure to retrieve calcifications can occur due to clinical and procedural factors. Conclusion: the complaint was confirmed due to the pictures evidence. Analysis did not identify a definitive failure mode. CAPA/hra/ncr/scar are not deemed required at this moment by this event due to is an isolated case. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.